Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. However, patient's body mass index (bmi) is reported as 26.8. Device lot# and expiration date unavailable. Device manufacture date unavailable. özkartal, tardu, et al. ¿new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience.¿ ep europace, 2018, doi:10.1093/europace/euy044.

Event description:
This event is documented as part of a literature review completed by clinical department at spectranetics (spnc). Spnc was made aware of this information on 16 august 2018. The february 2018 article from the european society of cardiology, "new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience", documented a new onset of phrenic nerve palsy (pnp) after laser-assisted transvenous lead extraction in five patients, confirmed by a newly elevated hemidiaphragm after extraction; all the patients who exhibited pnp were referred for lead extraction between january 2009 and september 2012, with actual procedure date unknown, so is populated as 1st of january, 2009. Patient had an right ventricular (rv) lead extracted using a glidelight device. Patient developed severe dyspnea immediately after the lead extraction, which prompted early diagnosis through chest x-ray and treatment with a combination of inspiratory muscle training and non-invasive ventilatory support. However, the patient remained symptomatic with functional new york heart association(nyha) class iii heart failure, and is currently considered for possible surgical plication.